Event description:
A patient reports while charging their controller to 32 percent it had become hot to the touch. The patient reports both the controller charging port and the charging cable had visible smoke and had melted. The patients reported blood glucose level had rose to 284 mg/dl. The patient reports having a back up method for insulin delivery while waiting for a replacement controller.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action (B)(4) was implemented. The device was not returned for evaluation. We are unable to confirm the cause of the reported event.